Event description:
Caller reported that a malfunction occurred on the pump after it had been dropped multiple times. There was no adverse impact to the customer's blood glucose level. The pump's malfunction was addressed by providing the caller with information to reset the pump, which successfully resolved the issue. The caller was advised to contact technical support if the malfunction code reoccurs, and they acknowledged and understood the instructions.